Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02314. It was reported the patient was receiving intermittent overstimulation at her lead sites. System diagnostics were normal. The physician decided to explant the patient¿s entire scs system.